Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: heartrail ii jl4. The device was not returned. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. The return of the voyager may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification. The 2.5 x 15 rx voyager was advanced; however, the balloon ruptured during the first inflation of 8 atmospheres. The procedure was successfully completed using a non-abbott balloon. There were no adverse patient effects reported. No additional information was provided.